Event description:
A nurse reported an intraocular lens (iol) was replaced due to an unexpected postoperative refraction. Had the lens implanted for a period of two and a half months before it was replaced. Pt condition was reported as good. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested.